Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
One of 2 events. Customer contacting ortho care to report 2 events of false negative results to the 0.8% resolve panel a lot# vra292 obtained with patients with confirmed antibodies. 1st event patient confirmed to have a anti-jka failed to react with the cell#7 (homozygous for jka). This false negative may have prevented the identification of the anti-jka. Customer was able to identify the anti-jka when tested against the 0.8% resolve panel b lot# not provided. 2nd event patient confirmed to have a anti-e failed to react with the cell#3 (heterozygous for e). This false negative did not prevented the identification of the anti-e due other donor being heterozygous for the e antigen. Described testing all occurred yesterday (B)(6) 2018. Testing performed in the mts anti-igg gel card lot# not provided with a 15min incubation. Issue started on: (B)(6) 2018. Frequency: x2. Sample ID: not provide. Microtubes/wells or cell (donor #) affected: cell# and 7. Methodology used: manual gel. Incubation time (for manual test only): 15min. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes. Result obtained by repeating: negative. Method used to repeat: same. Other relevant details: panel received on 12-28-18 with no reported concern. Qc performed upon its arrival against a manufactured anti-d and results were satisfactory.